Event description:
Olympus was informed that three weeks after the patient had taken the ec-1 the physician could not confirm the elimination of the ec-1 from the patient's body. The facility reported that the patient had a cancer which origin was unspecified and peritoneal metastasis. It was reported that a surgery to retrieve the subject device was not scheduled considering the current condition and post-operative condition of the patient.

Manufacturer narrative:
Olympus followed up the facility to obtain additional information related to the event. The facility reportedly used the subject device for the patient to detect the originated region of the cancer. In addition, it was reported that the facility conducted an open surgery in an attempt to treat the cancer and retrieve the subject device, but the facility could not help finishing the surgery without retrieving the subject device considering the bad condition of the cancer and the post-operative condition. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc conclude that this phenomenon was possibly attributed to the condition of the patient because the facility reported that the patient had severe adhesion around the intestine due to the cancer. Th ec-1 instruction manual already states;" this system is contraindicated to patients with the following conditions: patients with known intestinal strictures, adhesions, diverticulum, obstruction, or fistulas that may block the passage of the capsule endoscope (patients with these physical features risk retention of the capsule endoscope.)" This report is being submitted as a medical device report in an abundance of caution.